Event description:
It was reported that during post-dilatation in an unspecified lesion it was noticed that the markers on the trek rx were not aligned with the shoulder of the balloon. The balloon completely inflated and deflated without issue. There was no report of resistance during advancement or removal. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the trek catheter noted contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported marker alignment. The inner member inside the balloon was collapsed. There were two bends in the inner member between the markers inside the balloon. A guide wire could not be inserted into the inner member due to the damage noted to the inner member inside the balloon. After the balloon was inflated to 8 atmospheres, the location of the markers were measured. The proximal end of the proximal marker was located 2mm distal to the distal shoulder and the distal marker was located in the distal taper, which did not meet manufacturing criteria. However, as noted, a guide wire could not be inserted into the inner member due to the collapsed section, which would contribute to the inner member not being able to straighten and appear bent, which in turn would contribute to the marker alignment appearing to be out of specification. As the inner member was unable to be straightened, the balloon marker alignment was unable to be confirmed. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. It is possible that the balloon was inflated without the support of the guide wire, resulting in the noted inner member collapse and bending; however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other incidents. There is no indication of a lot specific product quality deficiency. All dilatation catheters are subjected to visual inspection and a quality control audit inspection is used to verify the product quality.